Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer displays a system error at start up. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Right keyboard hinge is broken, power cord door is cracked, lower hinge plate is cracked. (B)(4).

Event description:
It was reported that an error message appeared at power up of the programmer. The programmer was cycle powered 3 times, but the issue remained. The programmer was returned for repair. There was no patient involvement.